Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
It was reported that a patient underwent an orif procedure to treat a fractured olecranon on (B)(6) 2013. During the procedure, the plate fractured as the surgeon was tightening a screw. A delay greater than thirty (30) minutes was caused by this event. No further information has been provided to date.

Manufacturer narrative:
Evaluation of device found evidence that failure mode was due to excessive torque and improper surgical technique. Evaluation found no evidence of product non conformance. This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.